Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during a arthroscopic shoulder stabilization procedure on (B)(6) 2021, it was observed that the tip on the 4.5 healix advance awl device was dull and its labeling etch was not readable. The procedure was completed with the same device without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according with the information provided, it was reported that during a shoulder arthroscopy they could not read the laser line on a 4.5 healix advance awl when they malleted in for rotator cuff repair. They also noticed that tip was dull. The complaint device was received and evaluated. No structural anomalies were observed on the device's shaft. Upon reviewing the tip, it was found that the laser etch circumferential band is not visible, and the tip is dull. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The root cause for this type of failure can be attributed the repeated and constant use and sterilization of the device, as a result of this, the device lost its laser etch band and the tip lost its edge. As per IFU 108410: end of useful instrument life is generally determined by wear or damage from handling or surgical use. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.